Event description:
Customer called stated he was in a car accident and said he had a heart attack while driving. Customer stated the reservoie was empty when they found him, but they are not sure if he had a heart attack, and when he crashed, the reservoir was emptied or whether the pump failed, delivering all the insulin causing the heart attack. Customer called to do the troubleshooting on the pump. He stated that the battery was out of the pump for about a month. He stated that there are scratches on the screen. Customer stated the reservoir was missing after the accident, he had the tubing attached and the pump was sitting next to him in the car. He stated that no one was able to find the reservoir.